Manufacturer narrative:
Maquet rep visited the hosp and found that the velcro tape keeping the pad in position was worn. However, root cause was user error. The pt was not secured adequately on the table as directed in the instructions for use ((B)(4)). The pt had been placed onto the table pads which were worn and unable to maintain the required friction to stay in place on their own. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).

Event description:
(B)(4).